Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited loss of capture and low pacing impedance. The right atrial lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were loss of capture and low pacing impedance. A partial lead (only distal portion) was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform impedance test due to the condition of the lead as received. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: the lead correct lead model and serial number is (B)(6) (sn (B)(6), not (B)(6).